Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported power PICC solo 4fr found to have split in line at 0-1cm on flushing with saline prior to commencing treatment. Patient had PICC inserted (B)(6) 2024. Trimmed to 55cm and placed at 10cm to skin. Anchored with 4fr securacath. Line found to be split at 0-1cm on (B)(6) 2024 when the line was flushed. PICC removed. No harm has come to the patient. Survey results received from survey administered to th e customer: PICC placed (B)(6) 2024 removed (B)(6) 2024 into basilic vein, exit marking 10cm, total length 55cm, secured with securacath and locked with saline. PICC used for oncology treatment (carboplatin and paclotaxel), unknown if it was used for CT scans. There were no occlusions with this PICC. Leak was identified by a visible hole outside the patient around 0-1cm mark. PICC was used 48 days. Catheter site was cleaned with chloraprep (3mls). No additional comments.

Event description:
It was reported power PICC solo 4fr found to have split in line at 0-1cm on flushing with saline prior to commencing treatment. Patient had PICC inserted (B)(6) 2024. Trimmed to 55cm and placed at 10cm to skin. Anchored with 4fr securacath. Line found to be split at 0-1cm on (B)(6) 2024 when the line was flushed. PICC removed. No harm has come to the patient. Survey results received from survey administered to the customer: PICC placed (B)(6) 2024 removed (B)(6) 2024 into basilic vein, exit marking 10cm, total length 55cm, secured with securacath and locked with saline. PICC used for oncology treatment (carboplatin and paclotaxel), unknown if it was used for CT scans. There were no occlusions with this PICC. Leak was identified by a visible hole outside the patient around 0-1cm mark. PICC was used 48 days. Catheter site was cleaned with chloraprep (3mls). No additional comments.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter split was confirmed. The product returned for evaluation was one 4 fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed in the catheter tubing between the 0 cm and 1 cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together additionally, compression style damage was observed between the 6 cm and 8 cm depth markers. A review of the customer provided event information indicated that a securacath device was used as a PICC securement technique. However, the use of a securacath could not be correlated to the compression damage nor the observed catheter split. Repetitive kinking of the indwelling catheter appears to have contributed to the observed split; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. A measurement of the catheter outer diameter, inner diameter and wall thickness were taken. The catheter was found to be within specification. This complaint will be recorded for future trending and monitoring purposes.